Manufacturer narrative:
G4:09feb2021. B4:15feb2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. The service order was canceled. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that the device was restarting. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.